Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previously submitted report. Corrected fields: h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. The most likely cause is due to component failure due to stress of repeated use, external factors, or handling.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device did not display an image. The event occurred during setup or inspection for use (during room setup, before the patient was present). There were no reports of patient involvement.